Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in duisburg, (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient bridge was replaced and another error code still associated to the stirrer motor popped up. The technician replaced the processor board and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to the stirrer motor during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause was a motor circuit board electronic fault leading to process board defect.